Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented to the clinic for a post-operative check, loss of capture and no sensing issue was observed on the rv lead. Lead was dislodged and pulled back into the supraventricular cava which was confirmed via chest x-ray. Lead was attempted to be repositioned however the lead helix did not extend. Lead was explanted and a new lead was implanted. Patient was stable.